Manufacturer narrative:
(B)(4).

Event description:
The nurse complained of a questionable glucose result tested on accu-chek inform ii meter serial number (B)(4). At 11:23 am, the nurse collected a laboratory sample from the patient. The nurse used a sample from the tube and tested it on the inform ii meter. It was not known what kind of tube was used or if the sample was venous or arterial. The result on the inform ii meter was 56 mg/dl. The patient was treated by giving him something to eat. At 11:31 am, the laboratory glucose result was 115 mg/dl. The laboratory method was not provided. At 11:53 am, the patient was tested on the inform ii meter using a fingerstick and the glucose result was 196 mg/dl. There was no adverse event. The customer stated that the patient's current condition was "ok". The controls were tested every 24 hours. The controls were acceptable on (B)(6) 2018 at 10:55 pm and on (B)(6) 2018 at 4:51 pm. The customer's product was requested for investigation and a replacement product was sent to the customer.

Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. No product was returned for further investigation. The investigation was unable to find a definitive root cause.